Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was submerged in water, and the touchscreen no longer illuminated. Subsequently, the screen illuminated and a malfunction alarm occurred. Customer had elevated blood glucose (bg) levels (290-320 mg/dl) with moderate trace of ketones. Customer addressed bg level by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.